Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The physician attempted to implant a 20mm closure device, but this device did not meet release criteria and was removed from the patient. After two deployments a new 24mm closure device was then used to successfully complete the procedure. There were no complications that were reported to have occurred during the procedure. Two hours post procedure the patient became hypotensive, and an echocardiogram was performed. The imaging showed that there was a large pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and removed 900mls of blood from the patient. The patient is expected to make a full recovery.